Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost effective stimulation coverage sometime between 3 and 6 months following the implant procedure. Programming was attempted to no avail. The pt was given medication. The pt is no longer using the scs system, but has not had it explanted. The pt is no longer a pt at the clinic.